Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - no - lens not returned. Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2010. The patient reported had lost vision due to the development of a cataract and the lens was explanted. The surgeon reported the cataract was diagnosed on (B)(6) 2009 and was explanted on (B)(6) 2013. The surgeon reported it was a posterior subcapsular/cortical spoke cataract. Cataract surgery was performed and an iol was implanted. The patient's prognosis is good and the visual acuity was 20/20.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted, almost three years after implantation, to address cataract development. After uneventful cataract surgery and icl explantation, an iol was implanted at the same surgery date and patient prognosis was good. The monovision was created and va was 20/20. According to the dcr, dated on (B)(6) 2014 , the type of cataract was posterior subcapsular and cortical, and was not related to the device. It should be noted that at the time of the icl implantation patient was (B)(6) and visian icl is indicated for adults 21-45 years of age. The literature reports that approximately 6-7% develop cataract at seven years following icl implantation but only 1-2 % progress to clinically significant cataract, especially high myopes and older patients. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(64).